Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of low blood glucose results. Results in memory indicated a result of 68 mg/dl on (B)(6) at 11:06a. Caller states his glucose is normally 110 mg/dl 2 hours after breakfast. No adverse event reported.